Manufacturer narrative:
H10/11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2023-30091. The investigation will be documented under MFR report number 2518422-2023-30091. Therefore, this complaint no longer meets reportability requirements.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the power switch overlay was not working. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that the power switch overlay was not working. The rse provided the bme with the part number and price of the replacement front panel overlay for repair upon request.